Manufacturer narrative:
Implant date: (B)(6) 2016. Date of event: (B)(6) 2017.

Event description:
A report was received thru social media that the patient was experiencing frequent ipg charging and the system stopped working. It was also noted that sixteen of the points had stopped working. The patient underwent a revision procedure.